Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8295722, medical device expiration date: 2020-04-30, device manufacture date: 2018-10-22. Medical device lot #: 8295721, medical device expiration date: 2020-04-30, device manufacture date: 2018-10-22. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel is beading. This occurred on 4 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the gel has degraded causing beading in the serum when spun. This causes the analyzer probes to block and shut down resulting in instrumentation downtime and longer lead times for result reporting.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel is beading. This occurred on 4 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the gel has degraded causing beading in the serum when spun. This causes the analyzer probes to block and shut down resulting in instrumentation downtime and longer lead times for result reporting.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and oil gel globules was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.